Event description:
It was reported that the patient, implanted with this pacemaker, experienced a syncope episode. The cause of the syncopal episode was not determined. It was also noted that the patient had stored sam (signal artifact monitoring) episodes from (B)(6) 2020 where mv (minute ventilation) was switched and later disabled due to what appears to be atrial fibrillation (af). This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. This supplemental report is being submitted to update the information in the fields h.device manufacturers only sections 6. Adverse event problem and 10. Additional manufacturer narrative.

Event description:
It was reported that the patient, implanted with this pacemaker, experienced a syncope episode. The cause of the syncopal episode was not determined. It was also noted that the patient had stored sam (signal artifact monitoring) episodes from (B)(6) 2020 where mv (minute ventilation) was switched and later disabled due to what appears to be atrial fibrillation (af). This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. B5: event description updated to reflect false positive sam episode due to atrial fibrillation (af). H6: device coding updated to reflect false positive sam episode due to atrial fibrillation (af).

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this pacemaker, experienced a syncope episode. The cause of the syncopal episode was not determined. This pacemaker remains in service. No additional adverse patient effects were reported.